Manufacturer narrative:
Medtronic received additional information that changed the event description and device relatedness of this previously reported death. Additional information was received that the cause of death was due to cardiac decompensation. No autopsy was performed. Per the physician, the death was not related to the valve or delivery catheter system (dcs). It was reported that the procedure was a high risk intervention in an ill patient. Codes were updated in section h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, after the annulus was passed, a sharp drop in blood pressure occurred. It was noted that there was not an ideal location for implantation. The physician turned the delivery catheter system (dcs) to get into the outer curve of the aorta. During the first deployment attempt, the position was determined to be too deep, and the valve was recaptured. During recapture, the physician noted that the system could not be closed completely, and about 1 centimeter (cm) of the capsule remained open. The dcs was withdrawn from the annulus. It was noted that the blue coating of the stability layer was wrinkled and a hole was emerging from the blood. The dcs was successfully withdrawn from the patient. There was no improvement in the patient¿s condition. Ventricular fibrillation occurred and was treated using cardiopulmonary resuscitation (CPR) and multiple rounds of defibrillation. A decision was made to place the patient on a heart-lung machine (hlm). The valve was loaded on a new dcs and was successfully implanted. Following the valve implant, the patient was too weak to wean from the hlm. The patient subsequently died. The cause of death was not received. It is unknown whether an autopsy was performed.